Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensors. It was reported that the customer received failed sensor, calibration and error messages. It was reported that the customer removed the sensors from the body and notice electrodes were missing. It was reported that the sensor would be replaced and returned for analysis.